Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for broken tubes with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for broken tubes was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was not able to duplicate or confirm the customer's indicated failure mode. Based on the investigation, no product issue was identified as the product was found to be in conformance and meet release specifications.

Event description:
It was reported that the bd vacutainer® plus plastic sst tube cracked during centrifugation. No serious injury or medical intervention.